Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) could not recreate the problem by scanning sample barcodes in diagnostic. The barcode scanner and the barcode decoder setting were inspected, and found no problems with it. Instrument is operating as expected. No repairs needed, instrument was inspected and returned to expected operation.